Event description:
It was reported that cartridge alarm 20 occurred and repeatedly recurred even after attempts to load a new cartridge, preventing customer from resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy, put pump into storage mode, and return problematic pump using prepaid label, and tandem technical support arranged shipment of replacement pump and advised customer to reenter pump settings and reconnect continuous glucose monitor upon receipt.